Manufacturer narrative:
An inspection of the returned device revealed that the sheath was cut near the base of the operating part. The coil sheath was cut at about 2280 mm, and the tube sheath at about 2280 mm, from the tip. Two wires in the operation pipe, coil sheath, and outer sheath were fractured due to a mechanical load. The root side of the control unit was destroyed, the control pipe of the slider was broken, and the fractured part had a fracture shape due to mechanical load. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that the wire of the single use ligating device broke, and the indwelling snare could not be removed during a colon polypectomy. The wire itself was cut between the handle of the snare and the yellow part of the outer tube, the yellow stopper was stuck in the forceps opening, and the outer white sheath could not be moved. The treatment tool was cut with pliers and the snare was recovered. The procedure was completed using the same device, although it was unclear whether the polyp had been cut or simply dislodged. The procedure was extended by 30 minutes. There were no reports of any patient harm.

Event description:
It was reported that the patient's prognosis is "fine," and did not require an extension of hospitalization due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (loop could not be released) was likely caused by the following mechanism: 1) the sheath was bent near the handle. 2) the operating wire could not move since sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed or broke since the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Furthermore, it can be inferred that the insertion portion was demolished by a tool for emergency measures. Also, it is likely that the tube joint got stuck in the biopsy valve. This might have prevented the tube joint and tube sheath from moving. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.